Event description:
A health care professional (hcp) reported that the handpiece is making grinding noise and vibrated excessively at times when in use. There is no patient impact reported.

Manufacturer narrative:
Handpiece not running properly; making noises and the motor and bearings were severely corroded. If information is provided in the future, a supplemental report will be issued.